Manufacturer narrative:
Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms the event. The bottom portion of the screw shank has fractured off and was not returned. The fracture occurred roughly 11.5mm down the cortical threads. The tulip is undamaged, and the helical flange threads are still conforming. The root cause is likely a result of the screw not being fully seated onto the pedicle and/or fatigue as a result of high torque combined with bending loads, usually as result of attempts to redirect while driving the screw. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, fall, jolts or other movements preventing proper healing and/or fusion development. Implant devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implant device in the case of delayed, mal-union, or non-union of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Manufacturer narrative:
The explant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
Approximately two months postoperatively, radiographic imaging revealed that the l5 screw shank had fractured. Revision surgery was performed to remove the screw; however, a portion of the shank remains within the vertebral body.